Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. Patient information was requested, but no response received.

Event description:
The customer reported that the display is distorted and unable to see display. It is unknown if the unit was in use on patient.

Manufacturer narrative:
The field service engineer (fse) replaced the touch screen and the on/off switch to address the reported problem.

Event description:
The customer reported that the display is distorted and unable to see display. It is unknown if the unit was in use on patient. Patient information was requested, but no response was received.